Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported a low power hazard on (B)(6) 2019 which was caused by the power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. The mcs equipment was operating as intended. According to the additional information provided, the low power hazard was due to the patient taking time to change the power source. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the patient having no external power alarms while connected to the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 log files for review. Technical service reviewed the log files and replied to the customer - noting a loss of external power event while on the mpu. The submitted log file contained approximately 9 days of patient event data. The patient loss external power briefly on one occasion; the event lasted approximately three seconds. The external power was the mpu before and after the event resolved. The lvad system was powered by the controller¿s backup battery during the loss of external power event. The mpu was not returned for evaluation. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 patient handbook and the heartmate 3 IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 IFU. No further information was provided. The manufacturer is closing the file on this event.